Event description:
The customer reported via phone call that they were dispatched to emergency medical services on (B)(6) 2022 due to high blood glucose. Customer's blood glucose was 500 mg/dl. Customer treated high blood glucose with intravenous insulin drip. Customer stated symptoms related to high blood glucose that were headache, fever, not well, nausea, cramps, sick. Customer tested positive for ketones. It was unknown if the auto mode feature was active or not at the time of event. No further patient complications were reported. Troubleshooting was performed, the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.